Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. Additionally, the trunk cable was pulled from strain relief and the heat shrink was separated from both sets of solder joingts and the solder joint connecting the front pulse wires was broken. Additionally gel was leaking from all of the therapy electrodes. The root cause for the thermally damaged diode array could not be positively identified. The root cause for the strained cable was excessive force. The root cause for the gel leak was excessive force. No adverse event resulted from the defective monitor and electrode belt.

Event description:
A us distributor returned a patient's monitor reported that it would not power up. Upon investigation the patient's electrode belt had a reportable malfunction.